Event description:
Customer reported the tubing has a hole and is leaking while in use on a pt on 4th floor. Saline was the IV fluid in the bag. There was no pt harm or medical intervention. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.